Manufacturer narrative:
Batch review performed on 18 october 2018. Lot 170565: (B)(4) items manufactured and released on 05 april 2017. Expiration date: 2022-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 3 months after primary. The pathogen is unknown. The surgeon swapped the poly. The surgery was completed successfully.